Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red skin where te pads sit on the back. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed bephanthol ointment for the rash. Follow up indicated that the rash improved.